Event description:
Complete breakage of stent with instant restenosis +/-25%. Original implant in 2005. Procedure performed on wed. Placing of renal stent bilateral. Reimplant (stent in stent) 2 months later. At a control angio. It was noticed that this stent was broken after 2 months.